Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the sponge detached and was lodged in the scope channel. It is unknown how the detached sponge was retrieved from the scope. Reportedly, a water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The procedure was completed using another rx locking device biopsy cap. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020 according to the complainant, during the procedure, the sponge detached and was lodged in the scope channel. It is unknown how the detached sponge was retrieved from the scope. Reportedly, a water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The procedure was completed using another rx locking device biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of sponge detached block h10: one biopsy cap was returned for analysis, the rx locking device was not returned. Visual analysis of the returned device found that the sponge was detached from the biopsy cap. The sponge was checked under magnification and the slits seem to be superficial and not properly made on both sides. No other issues were noted. The reported event of sponge detached was confirmed. The slits seem to be superficial and not properly made on both sides is identified as a likely contributing to the defect, generating that the sponge dislodge from the biopsy cap. The investigation conclusion for this complaint will be documented as manufacturing deficiency. An investigation is in place to address this problem. Additionally, the user did not apply a water soluble lubricant to the top of the biopsy cap prior to use and this could have causes more friction on the system while advancing a device through the biopsy cap leading to the sponge detachment from the device. The directions for use (dfu) / product label states: " to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel. Therefore, the most probable cause of the reported event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.